Event description:
The customer reported regarding the button error alarms. Troubleshooting was performed. The customer stated that the buttons were not holding for three minutes or greater. The customer's most recent glucose reading was 176mg/dl. During the call, the customer stated that there are cracks on both the reservoir and battery compartment. The caller stated that she is unsure how it happened. Then the customer mentioned that she was hospitalized due to high blood glucose. The blood glucose reading at time of her admission was 85mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a missing end cap sticker. The insulin pump had a cracked case at lcd window corners. The insulin pump had a broken reservoir tube lip. The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test.